Event description:
The disposable loading unit was used with an auto suture multifire endo gia 30 disposable stapler during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the instrument did not cut. The surgeon used another cartridge to complete the procedure. The hospital has reported that no pt injury occurred.